Event description:
This is one of two similar incidents reported by the same facility. User facility reports fluid backup into the venous monitor line during the last 10 minutes of hemodialysis treatment. This caused tmp alarms that could not be resolved. The extracorporeal circuit clotted and blood could not be returned to the pt resulting in ebl = 250cc. No pt injury or need for medical intervention is reported. MDR is filed for blood loss only. The actual complaint sample was discarded at the time of incident.